Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarms. Customer reported that they received the open book image on the pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, but then it went on to fail the self test. The vibrator did not vibrate when it was supposed to during the self test. After further review of the unit's interior, the battery compartment is heavily corroded and there is rust at the bottom of it. The wires and some parts on the battery board located beneath the battery compartment show signs of corrosion as well.